Manufacturer narrative:
Insulin pump received with blank display, problem isolated to mother board. Unable to confirm e15 alarm and unable to perform any tests due to blank display.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was assisted with self test and test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.